Manufacturer narrative:
Correction to the PMA / 510k #. Device evaluation summary: the breath delivery (bd) printed circuit board (pcb) was returned to failure investigation. A visual inspection of the returned pcb was conducted and no anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed to power up correctly, failing the power on self test (post). Investigation isolated the fault to the microprocessor device, reference designator u27. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator became inoperative. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications